Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Preliminary analysis indicated that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Additionally, the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: icf09b45, crdm non-defib lead, implanted: (B)(6) 2004.

Event description:
The device was returned with no information. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.